Event description:
Fragment of the xi davinci fenestrated bipolar broke off while inside the patient. Surgeon was able to located, retrieve, and remove the broken fragment. Instrument was replaced with a new instrument. No injury reported to the patient. Reason for use: endometrial cancer. Multi-use item.